Event description:
Event: common iliac dissection. Event narrative: the iliacs were reported to be small and calcific. The iliac was dilated to 24mm. An attempt was made to insert the ancure sheath but the sheath would not completely advance. The device was inserted without the sheath but would not completely advance into the aorta. The device was removed and an angiogram revealed a dissected common iliac with small perforation. A wall graft was used to treat the dissection. The case was aborted. The pt was reported to be in stable condition.